Event description:
Reportedly, the ICD (platinum dr1510, sn: (B)(4)) was implanted on (B)(6) 2017 and connected the existing lead (isoline 2cr6, sn: (B)(4)). During an ICD check on (B)(6) 2017, it was found that an episode with noise was recorded on (B)(6) 2017. In this episode, the detection conditions in the vf zone were met and a charge was triggered; however, it did not result in a shock delivery because of the short duration of the noise. It was found that there were also other episodes recorded in device memory with noise. The patient underwent examination to reproduce the noise; although slight waveforms were observed on the egm, no oversensing was confirmed and the noise observed in the recorded episodes was not reproducible. While being within normal range, the ventricular lead impedance was found to have slightly increased (from around 900 ohms to around 1000 ohms). After the ICD check, the patient returned home and no parameters reprogrammed.